Event description:
Customer reported a button error on her insulin pump. She stated she changed her infusion set two days ago and when she pressed the act button, it was not working. The device alarmed button error. Customer's blood glucose is 114 mg/dl. There were no significant events leading to the alarm. The device was not exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.